Manufacturer narrative:
Received unit with blank display due to moisture damage on electronic assembly. The motor assembly and vibrator motor was found with moisture damage. Unable to test for low battery alert due to blank display. Unit had dog chew marks, cracked belt clip slot, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 179 mg/dl. The customer got low battery notification so she went to change the battery and noticed it only show pieces of the screen. Customer stated that the device was not neither dropped nor bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.